Event description:
The customer called to report that the suspect device was reading high. Pt also wrote a letter to the MFR stating that pt was hospitalized due to the use of the suspect device. Pt said they obtained a result of 312mg/dl and took extra insulin on a sling scale. Pt then had a low blood glucose incident and was hospitalized and treated. The suspect device was replaced with new product and authorized for return to the MFR for eval.